Event description:
It was reported via repair work order that the head-end lift would drift due to a malfunctioned lift motor assembly and the power cord power prongs were damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.